Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 1. The technical service representative explained the alarms to the home patient (hp) and explained she would need to start over with new supplies. The hp was connected at the time of the alarm and the cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).